Manufacturer narrative:
H6: investigation summary fifty four sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 0036239, cat. No. 320136. A visual and a functionality test was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp needle could not detach from the pen. This was discovered after use. The following information was provided by the initial reporter: the patient could not detach the pen needle from the pen because the outer cover was loose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14 bag 700 case jp needle could not detach from the pen. This was discovered after use. The following information was provided by the initial reporter: the patient could not detach the pen needle from the pen because the outer cover was loose.